Manufacturer narrative:
The device was returned d9 and h6 were updated. The investigation is underway once completed a supplemental report will be sent.

Event description:
Clinical narrative: updated. An impella 5.5 was surgically implanted via the right axillary/subclavian artery in a patient of unknown age and gender for an unidentified indication. The patient¿s clinical state prior to initiation of support was unspecified. The device initially supported the patient without clinical deterioration; however, shortly after implantation, the team observed placement signal issues and repeated ¿impella defective¿ alarms. The automated impella controller (aic) displayed an optical sensor system error, and troubleshooting steps¿including disconnecting and reconnecting the purge kit, rebooting the aic, and switching to a second aic¿did not resolve the alarm. The same optical sensor error recurred with both consoles. The impella 5.5 was therefore removed due to inability to start/maintain pump function, and the clinical team replaced it with a different 5.5 pump, after which the procedure and patient support proceeded without further issues. There were no allegations of device malfunction impacting the patient clinically, and the patient survived to explant with no reported hemodynamic compromise associated with the pump.

Manufacturer narrative:
B5 was updated. D1 was revised. H6 code a1301 was erroneously entered on the initial manufacturer device report number and should be removed.

Manufacturer narrative:
A. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 was surgically implanted via the right axillary/subclavian artery in a patient of unknown age and gender for an unidentified indication. The patient¿s clinical state prior to initiation of support was unspecified. The device initially supported the patient without clinical deterioration; however, shortly after implantation, the team observed placement signal issues and repeated ¿impella defective¿ alarms. The automated impella controller (aic) displayed an optical sensor system error, and troubleshooting steps¿including disconnecting and reconnecting the purge kit, rebooting the aic, and switching to a second aic¿did not resolve the alarm. The same optical sensor error recurred with both consoles. The impella 5.5 was therefore removed due to inability to start/maintain pump function, and the clinical team replaced it with a different 5.5 pump, after which the procedure and patient support proceeded without further issues. There were no allegations of device malfunction impacting the patient clinically, and the patient survived to explant with no reported hemodynamic compromise associated with the pump stop. The affected pump is expected to be returned for evaluation. Based on the available information, the event appears consistent with a suspected device malfunction involving the optical sensor system, resulting in pump failure to start/maintain operation. Troubleshooting confirmed the issue persisted across two aic consoles and only resolved when the pump itself was replaced, indicating a potential device-specific fault. There is no evidence of patient injury, and the device did not contribute to clinical deterioration. Final assessment remains pending product analysis. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during device replacement, however the replacement was performed with no consequence to the patient and support.

Manufacturer narrative:
Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the placement signal issue is due to a material fracture of the optical fiber line within the red handle on the patient cable side.